Event description:
The drill guide did not screw into the screw holes properly, would loosen after the doctor tightened onto the plate. The drill has a slot in it that allows it to loosen. Surgery was extended 20 min.